Event description:
It was reported that there was an implantable neurostimulator (ins) in box icon on the patient programmer after recharging. It was noted that there was no stated loss of therapy. It was further reported that it was believed the issue was caused by the patient¿s family randomly hitting buttons on the recharger. It was noted that the patient came to the clinic on the following day and the device was interrogated by the clinician programmer. Therapy was resumed and the patient was doing fine and receiving therapy. It was further reported that upon interrogation at the office, the patient was on. It was noted that it was unknown how the event had happened. Refer to manufacturing report #3004209178-2013-21036 for additional information on patient's second device.

Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 64001, lot#: n400594, implanted: (B)(6) 2013, product type: adapter. Product ID: 3387s-40, lot#: v240350, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 64001, lot#: n400593, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v171221, implanted: (B)(6) 2009, product type: lead. (B)(4).